Manufacturer narrative:
Reference MFR report # xxxxxxxxxxxxxxx ((B)(4)) for the report of the suspected device thrombosis. (B)(4). Approximate age of device ¿ 10 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2017 due to a devastating hemorrhagic stroke. It was also reported that the patient had experienced respiratory and cardiac arrest due to aspiration prior the suspected device thrombosis. After the arrest, and at the time of the stroke, the patient was on heparin and integrilin infusions due to suspected device thrombosis.

Manufacturer narrative:
Reference MFR report # 2916596-2017-00536 for the report of the suspected device thrombosis.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported hemorrhagic stroke and subsequent patient outcome could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.